Event description:
It was reported that a large volume folfusor ¿did not work¿ and as a result the patient missed a dose. The device was filled with flucloxacillin 8g and citrate buffer in 230ml sodium chloride. The issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter city: great maze pond, london (previously submitted as ni) additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.